Event description:
Customer reported that the middle of the display screen was not visible at all. The blood glucose reading was 496 mg/dl. Customer stated that she would treat with a bolus. She stated that the insulin pump had been dropped on many occasions. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Complete testing was not completed due to compromised force sensor system alarm. The device was received with missing segments due to open lcd zebra connector. The device had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.